Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 8 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for scheduled surgery. The patient¿s inr was 1.6 upon admission. The customer analyzed the trend of hemoglobin and hematocrit (h/h) to see if bleeding was still active. Hemoccult was positive. However, the patient denied blood in stool and reported normal stool color. The patient was held on warfarin for four days and aspirin (asa) for a day prior to admission. The patient was also transfused 2 units in the emergency department prior to admission. In addition, the patient received 2 doses of intravenous iron. Per gastrointestinal consult, small bowel enteroscopy (sbe) was obtained. As a result, bleeding antral and arteriovenous malformations (avm) were found. There was also argon plasma coagulation. The patient was ambulating without further syncope. The patient was transfused with total 3 units packed red blood cells (prbcs). No additional information was provided.

Manufacturer narrative:
Device not returned, change yes to no. A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.